Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading was 414mg/dl. Advised the customer that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test and alarmed during the prime test as a result of a loose drive support disk. Further testing could not be performed due to the motor error alarm. The device had cracked display window corners.